Event description:
Noise/artefact oversensing observed on vtns episode lasting 6 beats. Some artefact observed on stored egms not sensed by device. Sic 345 short v-v intervals since (B)(6)2022. Lead trends appear stable. Alpc failed on (B)(6) 2021. Caller denies reproducibility with isometrics, pocket manipulation, or positional changes. Atrial lead position check. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).